Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl1¿, 81 cm length, 8.5f was received for investigation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3005334138-2020-00235, 3008452825-2020-00329, 3008452825-2020-00330. During a procedure, resistance was noted while trying to advance the brk needle. Force was needed to advance the device. The sheath and needle were replaced, and again the issue was noted. The devices were replaced a third time and resolution was found to complete the procedure. There were no patient consequences. No additional access site was required, however a clinically significant delay of 20-30 minutes was noted.